Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; the analyzer passed functional and bench tests. (B)(4).

Event description:
It was reported when the psa (pace sense analyzer) was tried, it did not register any egm (electrogram). Two sets of psa cables were tried, isoelectric egm. It was also reported that without being attached to anything, the psa gave an impedance of approximately 290-320 ohms and it should have been greater than 2000 ohms. The psa was returned for repair. No patient complications have been reported as a result of this event.